Event description:
A malfunction alarm was reported, signifying a potential issue with the equipment. The customer¿s blood glucose level remained unaffected by the event, as it did not exceed 500 mg/dl, which is within the normal range. No specific corrective actions were documented following the event, as the customer was unreachable after the initial call and a voicemail was left by technical support.